Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial #: (B)(4), ubd: 24-jun-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the delivery catheter system (dcs) was discarded therefore no product analysis can be completed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) caught the edge of the valve which caused the valve to dislodge. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.